Event description:
Device 2 of 2: reference MFR. Report#1627487-2019-00696. It was reported during the trial procedure, the physician was unable to implant the trial lead due to scar tissue. As a result, the case was abandoned.